Event description:
It was initially reported that during unpackaging of a percuflex plus ureteral stent for a treatment procedure, the physician cut the suture thread and "found that it wasn't shaped like a pigtail on both sides." Based on the engineering evaluation, the stent was noted to have a detached distal pigtail loop.

Manufacturer narrative:
The device was received, evaluated, and retained by this manufacturer. Once percuflex plus stent was returned, along with the straightener, with the original pouch/label/tray. The engineering evaluation revealed that the distal pigtail had detached from the remainder of the stent. The detached pigtail was not returned. A visual and functional examination revealed that the distal pigtail had been severed, with a smooth surface along the tear line. A guidewire was successfully fed through the device with very minimal resistance. A dimensional check verified the french size, but the full stent length could not be verified due to the fact that the stent had been torn. The device history record review and lot history search could not be conducted, as the lot number was not provided. The evaluation concluded that the distal pigtail detachment may have been due to entanglement of the stent and suture. If the suture is not carefully entangled from the stent during preparation, it is possible that the suture can severe the stent. This failure mode has been observed in many cases with this stent line and other similar products. The typical detachment, however, usually occurs at the proximal end of the stent (proximal pigtail loop). Strict controls area in place to prevent such nonconformities during the manufacturing process. As the preparation process was not conclusively documented in this case, the exact root cause of the stent tear can not be conclusively determined. The boston scientific engineering department will be informed of this incident through the complaint review process. No further action will be taken at this time other than to monitor for trends and future complaints.